Event description:
A company sales rep reported a surgeon received several system messages during a surgery. All the functions of the system were disabled and the system had to be restarted. After the system was rebooted, the company rep noted that the drain bag of the cassette was empty. The fluid had not been draining out of the cassette chamber and into the drainage bag. It was also noted that fluid went into the system. The system was switched out and the case was completed. There was a 20 minute delay reported. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Samples have been received for eval. A root cause has not been identified. (B)(4).